Event description:
It was reported that the atrial lead had caused a perforation. During lead revision, the leads helix would not rotate. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.